Manufacturer narrative:
Additional information obtained from account indicated pressure injection was used in the langston pigtail dual lumen catheter and no pressure tubing was used between the catheter and the pressure injection device. Manufacturer was unable to obtain additional information from the account and more specifically, the rate of pressure injection or the type of pressure injection device used during the procedure. Manufacturer concludes the most likely root cause of this event was due to high pressure injection beyond the limits identified in the instructions for use.

Event description:
Account reported that the langston pigtail dual lumen catheter, model 5540, burst during power injection through the catheter's inner lumen.